Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. Customer declined additional troubleshooting regarding the issue. The customer's blood glucose was 70 mg/dl.